Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of orthopedic surgery, assaf harofeh medical center in israel. The title of this report is ¿proximal femoral shortening after cephalomedullary nail insertion for intertrochanteric fractures¿ published on february 22, 2017, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at doi: 10.1097/bot.0000000000000835. This report includes research done on 48 patients between the period 2011 and 2013. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (10) cases failed to retain any prior walking ability and became nonambulatory. The report states of these, 2 patients had fixation failure. Greater pfs (proximal femoral shortening) was found to be associated with fixation failure and inability to retain ambulatory capacity.